Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent a revision procedure approximately nine years post implantation due to pain, stiffness, subluxation, noise, instability, and concern for fracture of the polyethylene tibial component. During revision, blacking of the synovium was noted so an extensive synovectomy was also performed. The polyethylene fracture was confirmed and the exchange was then completed without further complication and good stability and rom were achieved. The patient has since been improving steadily.

Manufacturer narrative:
D10 medical devices: van ps open intl fem-lt 67.5 catalog#: 183130 lot#: 369730. Biomet cc I-beam tray 83mm catalog#: 141226 lot#: j2501243. Series a pat std 31 3 peg catalog#: 184764 lot#: 159160.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-rays were provided however they were not sent for further review as the articular surface is not visible on x-rays and would therefore not enhance the investigation. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. No update to previously reported root cause.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, the patient was revised approximately nine years later due to instability and concern for fracture of the polyethylene tibial component. During revision, blacking of the synovium was noted so an extensive synovectomy was also performed. The polyethylene fracture was confirmed to be fractured and the exchange was then completed without further complication and good stability and range of motion were achieved. The patient has since been improving steadily.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a4, b4, b5, b7, g3, g6, h2, h6, and h10.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient experienced pain, instability, limited range of motion, a reproducible noise within the knee joint, and a fractured device. Upon revision range of motion and stability has improved, and pain has subsided. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: unknown date approximately eight years ago. Medical product: unknown femoral catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent knee revision approximately eight years post-implantation due to a fractured tibial insert. Attempts have been made and no further information has been provided.